Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera small intestine videoscope on a patient who had previously undergone a roux-en-y, a perforation occurred (the site of perforation was not specified) here was resistance when inserting the scope, and it occurred when it was pushed in firmly. The operation was performed again, and the treatment for the perforated part (surgical closure) was completed. The patient's condition is stable. There were no problems or discomfort when using the scope.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. The suspect device was not returned to olympus for evaluation. The investigation is based solely on information reported by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established